Event description:
A 3.0 mm diameter x 15 mm length sprinter balloon was inserted into a pt for the treatment of an unk coronary artery lesion. Vessel morphology was reported to have severe calcification. It was reported that the lesion site was beyond an old previously deployed stent. The physician was pre-dilating the lesion site, and while inflating the balloon one time at 12atm, the balloon burst. The device was successfully removed from the pt. An unk stent was used to successfully complete the case. No add'l sequelae were reported and the pt is reported to be fine.

Manufacturer narrative:
Evaluation results: patient's condition affected effectiveness of device (severe calcification). Eval conclusions: device failure/lack of effectiveness related to pt condition (severe calcification).